Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/21/2020. A manufacturing record evaluation was performed for the finished device ph8453, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture broke when sewing in cesarean section surgery. A needle/suture piece of product code vcp359, lot # ph8453 was returned for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, marks by use of surgical instrument and body fluids could be observed on needle. The end of the suture was noted broken due to lineal cut that appears to be by use of a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the condition of the sample received an improper handling was noted on the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/19/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: event reported an issue with vicryl plus sutures that broke during cesarean surgery for two devices. Two actual vicryl plus sutures were returned for evaluation. One actual device for stratafix pds spiral was also returned. Regarding the stratafix pds spiral, please advise: was stratatfix spiral pds involved in this procedure? No. If yes, please provide details regarding the device issue during the procedure: na. Was stratafix spiral pds involved in a different event/procedure? Yes. If yes, please provide details for the device issue. Please advise pc# if a file was opened for the stratafix spiral pds device: yes, it is (B)(4).